Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016 the patient presented to the clinic for a generator change due to normal eri. Due to patient's health status the generator change was rescheduled. It was noted that an alert for extended charge time occurred on (B)(6) 2016 during a scheduled capacitor maintenance. The device was later explanted and replaced for eri.

Event description:
New information notes that the patient underwent the successful generator change with no complications and was discharged home in stable condition.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.